Event description:
It was reported by the customer that the cs100 intra-aortic balloon pump (iabp) malfunctioned. The intra-aortic balloon pump frequently displayed a "no pressure" message indicating it had not been zeroed. It was found that the pressure sensor in the tubing was unstable. A backup unit was then used to treat the patient. There was no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. After communication, it was determined that the problem might be with the pressure sensor or the tubing; after adjustments, the unit functioned normally and did not require further repair.

Manufacturer narrative:
Event site name(B)(6) hospital.event site address(B)(6). Event site postal code570208event site telephone(B)(6).upon completion of the investigation into this event a follow up report will be submitted.